Event description:
A report was received that the patient is having trouble charging. The patient's database was analyzed and premature battery depletion was confirmed. It was recommended that the patient's ipg be replaced.

Manufacturer narrative:
Additional information was received that the patient had a successful ipg replacement surgery. The patient was re-implanted with a new ipg and is reportedly doing well. The complaint of premature battery depletion was confirmed. Sleep current was slightly out of the expected range. Depletion rate with stimulation turned off was slightly higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in glop top which makes test points inaccessible, and troubleshooting to specific component level is not possible.

Event description:
A report was received that the patient is having trouble charging. The patient's database was analyzed and premature battery depletion was confirmed. It was recommended that the patient's ipg be replaced.